Event description:
A nurse reported that a system had no flow or vacuum, and rec'd a system message before a procedure. The system was exchanged to start and complete the case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).